Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen for a device check and the rv lead sensitvity was reprogrammed. No further twos was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.